Event description:
The customer contact reported the pt received more medication than intended. The device was returned to the biomedical department with a report that the pt received more unspecified medication than intended. No tracking info was provided; therefore, specific pt info, pump programming, or event details were not available. Though requested, no add'l info was provided, including if there was any adverse pt effect, delay in therapy critical to this pt, or if medical intervention was required.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the info known by the reporter upon query by hospira personnel.